Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that during surgical use, piece of the broach handle broke off during trial broach inspection. A piece was seen by surgeon right away. When it fell off, surgeon put the piece aside without any issues at all. This was simply a broken instrument during use in surgery that did not have any adverse effect. Broken pieces were located and put aside right away so not problem at all. No problem, no issues, no delay, no adverse effect, no concern of any kind as all was ok. No patient information, not implant related as only a piece of the broach handle instrument broke off and it was put aside as no issues to the surgery at all. No patient information. Photos attached. Device is returning.

Manufacturer narrative:
H3: the broken instrument reported was likely the result of the small bridge area thickness of 0.035 inches, coupled with movement of the pull release shaft (301-200-01) during impaction, which likely made the bridge area susceptible to failure. *the following sections have corrected information: h6: medical device problem code, component code